Event description:
The complaint has been classified based upon info the pt/lay person gave to the customer care advocate, cca, in 2008. This senior medical affairs specialist has been unable to speak with the pt and has sent a letter. The pt complained that her one touch ultra2 meter would not turn on at 2:00pm, on the same day. After the issue began, the pt was "shaky, hungry, and weak." The cca was unable to resolve the issue and replaced all products. The pt did not receive medical intervention because of the issue or symptoms. Although the pt reportedly was not treated, the complaint is classified as an adverse event due to the pt reporting symptoms after the reported issue began that can be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.